Event description:
Caller started using the neurostar rapid transcranial magnetic stimulation device in (B)(6) 2018, he had third-two treatment on this device; the last treatment was on (B)(6) 2018. He did not see any beneficial result instead he had headache, elevated anxiety and more depressed. He feels like he was left on the baseline of anxiety disorder. Caller stated that the therapeutic result is ineffective and the results is inadequate.